Manufacturer narrative:
Device is a combination product. Device evaluted by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled proximally and distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx4.00mm target lesion was located in the severely tortuous and severely calcified artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's was stable.

Manufacturer narrative:
Lot number corrected from 0022969976 to 0021956330. Expiration date corrected from 05/11/2020 to 09/18/2019. Device manufacture date corrected from 11/13/2018 to 03/22/2018. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx4.00mm target lesion was located in the severely tortuous and severely calcified artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx4.00mm target lesion was located in the severely tortuous and severely calcified artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's was stable.